Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial and femoral components at unknown interface. Cement manufacturer is unknown. It was also stated that the patient fell.

Event description:
Medical records received. Prior to the primary arthroplasty with depuy components, the patient has had two arthroplasties to address medial and lateral meniscus tears and synovitis. On (B)(6) 2016 the patient had a left total knee arthroplasty due to primary osteoarthritis. The surgeon reported that there were no complications during the procedure. Depuy components, including depuy patella and depuy cement x2 were used during this procedure. (Part/lot page 2019 of 9837) it should be noted that the patient had mssa positive result on (B)(6) 2016. No additional invasive treatments were mentioned for the mssa positive result. A bone scan from (B)(6) 2016 nm bone scan noted that the patient had pain. The medial femoral condyle appears to be an avulsion-type fracture on the radiograph suggestive of trauma and/or medial collateral ligament injury. This is consistent with the patient¿s previous two arthroscopies to address medial and lateral meniscus tears prior to placement of depuy components and is not a new development. On (B)(6) 2017, the patient had a left total knee revision to address osteoarthritis and pain. Preoperative radiographs were reported to ¿show small fracture fragments on plain film, some of which could be heterotopic bone¿. During the procedure, the surgeon observed that the tibial tray was easily removed secondary to ¿aseptic loosening¿. No interface was provided. Femoral and insert were revised without mention of an allegation of deficiency. Depuy components, including depuy cement x2, were used during this procedure. (Part/lot pages 5618 and 5619 of 9837) medical records from (B)(6) 2018 note that the patient reports having pain from her tibial tuberosity down to approximately 1/3 of her tibia, along with swelling and discoloration (skin). The surgeon observed mild effusion medical records from (B)(6) 2018 note that the patient is experiencing pain, instability, swelling, mild effusion, and weakness in the left knee. (B)(6) 2018 medical records note the patient received injections, nerve block for pain in the knee that did not help. A leg length discrepancy was noted and a lift insert was ordered.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6: appropriate term / code not available (e2402) is being utilized to capture extraskeletal ossification (e1626) and limb asymmetry (e2332). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed (B)(6) 19. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Corrected h6 (health effect clinical and impact codes).